Manufacturer narrative:
Product analysis #702318129: one scd396 was received. The device had a broken waveguide. The waveguide was not returned. The device contacted metal while being activated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy procedure, everything was working fine for a couple of hours when suddenly a red light appeared when the dissector was activated. The light kept on appearing and normal trouble shooting was done but still it did not work. Applied a new battery and generator with the same outcome of a red light. A new dissector of the same lot was opened but same problem persisted. In the end, the surgeon opened a harmonic to complete the procedure. After the procedure, a third hand piece from the same batch with the same batteries and generators was opened and everything worked absolutely fine. There was no injury to the patient. Medtronic's initial investigation found the waveguide of one dissector to be broken and not returned.